Manufacturer narrative:
Analysis of the pump, model# 8637-40, serial# (B)(4), found the over pressurization mechanism to be seat incorrectly during manufacturing.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Information was received from a company representative in regard to intraoperative difficulty involving a new pump containing water. On (B)(6)2016 they were not able to aspirate from the reservoir of a new 40 ml pump in the operating room (or). The needle and syringe were confirmed to be patent by aspirating water from a bowel. There was no air introduced into the reservoir and several attempts to aspirate the pump were made. The pump was not implanted. A back up pump was used.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.